Event description:
The patient rep said the patient was switched to flowonix and has gone through withdrawal "numerous" times over the years. The rep stated on one occasion the flowonix pump which has to be turned off prior to an MRI was not turned back on and the patient went through withdrawal and had to be hospitalized. Attempted to get further information regarding what if anything preceded the other occasions when the patient had withdrawal, but caller did not provide specific information. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)